Event description:
It was reported that during a da vinci-assisted surgical procedure, the system displayed a hand control error message with error 23062 and the right hand control was dropping. Technical support had the customer perform a hard power cycle and reseat the fiber cable on the console, but these actions did not resolve the issue. The customer then redocked the system and found that the right hand control remained nonfunctional.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the master tool manipulator to resolve the issue. The system was tested and verified as ready for use. This unit was returned for failure analysis, and the issue was confirmed and replicated during in-house testing. In logs, error 23062 was found, indicating a failure on the wrist pitch axis and confirming that the fault occurred in the field. After installing the unit on sftp and running the fitness test, it failed verify encoder cal ¿ oy, sh, el, and plat with error 26024 (bp_command_error) and error 23062 (eevt_dafd3_mvt_err) observed on the wrist pitch axis, replicating the reported complaint. A visual inspection was performed, and the slip ring was found to be improperly installed and damaged. The mcmf board was found to have a bent pin, likely causing the slip ring to be installed incorrectly. Based on this investigation, failure analysis concluded that the bent pin on the mcmf board is the probable root cause of the reported event.